Event description:
The customer reported that when the nurse opened the module door for an air in line alarm on a lipid infusion, they noticed a leak below the blue fitment. The rate was 8.3 ml/hr, and infused 63.6 ml up to that point. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.